Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced a faulty surge suppressor pcb. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2800 fluoroscopy system would not boot up.